Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm motor position encoder error alarm due to overwritten history file. Device passed displacement test, rewind test, basic occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 208 mg/dl at the time of incident. Insulin pump had a motor position encoder error alarm. Drive support cap was normal. The insulin pump will be returned for analysis.